Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information: the anus site was resected by signia with purple reload. The indicator was set at 2.0mm and the device was removed properly. The donuts were a little thin but perfect. The size of the donut was around 1.5cm to 2cm. There was no problem of the usage of the device during the procedure. The additional sutures at 6 to 8 points were performed for all procedures based on the policy of the hospital. The staple seemed to be not formed properly. The patient is stable.

Event description:
It was reported that during a laparoscopic high anterior resection, it was found a deployed staple was unformed at the 1st firing when the anastomosed site was checked. The gap setting scale marked 2.0mm. The target tissue was not very thick or very thin. Checked around the stapled, seems only a part is malformed. Single knotted suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.